Event description:
It was reported by the clinician that the stylet frayed in the catheter. A clinical specialist has worked with the customer and found they were removing the stylet through the non-arrow sharps protected peel-away catheter over needle. There were no pt complications reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of product malfunction, therefore, it is reportable. Eval: one stylet, one t-port connector and one 2-lumen catheter were returned for eval. Stylet and t-port connector were returned separate from the catheter. Catheter body was cut or torn off between the 30 and 35 cm mark on catheter; distal portion of the catheter was not returned. Coil wire of the stylet was almost totally unraveled and passed through the luer lock sidearm assembly, through the distal lumen of the catheter, and exited at the distal tip of catheter. At the distal end of the coil wire, the weld was missing. Approximately 2cm of the coil wire did not unravel. It could not be determined if any of the coil wire was missing. The flat pressed region at the distal end of the core wire was missing. The instructions for use (IFU) contains a suggested procedure for inserting and removing the catheter including a step to remove the luer lock sidearm and placement wire as a unit. IFU also contains a warning that the placement wire should not be reinserted if it is removed prior to catheter insertion. The report that the stylet frayed in the catheter was confirmed through visual examination of the returned sample. Based on the condition of the sample and the info provided, the potential cause is procedure/pt anatomy related.